Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection and an inspection of the provided fluoroscopic images. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular between 57 and 58 cm distal to the is-1 connector pin the insulation was found abraded through and a short circuit was measured. This damage is assumed to be the root cause for the observed oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased in-growth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The analysis of the provided fluoroscopic images gained no further information. Ligature marks could not be detected on the lead body, as indicated in the complaint. Further damages like the bend and stretched fixation helix most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise and emi reported on this rv lead. The lead has been extracted and the doctor noticed strange issue that there werent any sutures nor sleeves around the shock lead.